Event description:
This report was received from (B)(6) and is a solicited report by a nurse from (B)(6) of peritonitis coincident with extraneal viaflex therapy. On (B)(6) 2011, the patient began treatment with extraneal viaflex 2 liters daily intraperitoneally (ip) for automated peritoneal dialysis (apd). The patient reported that, on (B)(6) 2011, the initiated extraneal that was provided by the hospital and the reporter believed it was the potential endotoxin contaminated extraneal. On (B)(6) 2011, the patient had abdominal pain and cloudy peritoneal effluent and called the baxter homecare nurse. The homecare nurse was on duty in the hospital and advised the patient to go the emergency room (ER), so she could better evaluate him. On (B)(6) 2011, the patient began treatment with cefazoline 125mg/l ip daily (ongoing) and ceftazidime 125mg/l ip daily (ongoing). The patient was not hospitalized for the event. The patient was recovering from the peritonitis (peritoneal effluent was clear, but the abdominal pain "maintains"). On (B)(6) 2011, extraneal therapy was "suspended". On (B)(6) 2011, the baxter homecare nurse provided the following information. The nurse stated that concomitant with peritonitis (but not related to the peritonitis or baxter medicinal products) the patient had a catheter displacement and suspended pd because the peritoneal catheter was not working properly. The patient will be scheduled for surgery to replace the catheter correctly. The abdominal pain had resolved (date not reported) and the effluent was "clearer". The event of peritonitis was resolving. The nurse stated the event of peritonitis was not related to extraneal because (B)(6) were isolated in the peritoneal effluent cultures.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.